Event description:
It was reported that the vulcan generator was continuously alarm. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. Visual inspection of the returned device identified no issues. Functional evaluation revealed the unit presented check return electrode fault. The complaint was confirmed and a root cause has been associated with electrical component failure. Factors, unrelated to the manufacturing and design of the device, which could have contributed to the reported event, include a defective front harness, a loose connection, or an out of calibration rf printed circuit board. No containment or corrective actions are recommended at this time.